Event description:
The reporter indicated that their (B) (4) handheld device was no longer holding a charge and added that the only way they could operate the device was by keeping it plugged into the ac wall outlet during operation. The reporter also stated that the device would only charge when the power cord was held in a certain position. Good faith attempts for product return have been unsuccessful to date.

Event description:
The customer stated a false positive architect troponin-I result was generated for one patient sample. The sample generated an initial troponin-I result of 0.313 ng/ml. An auto retest of the same sample generated a result of 0.011 ng/ml. The customer noted the discrepancy and manually performed a retest of the same sample. A result of 0.007 ng/ml was generated and reported to the physician. Additionally, it was noted that the patient had a previous result of 0.00 ng/ml stored in the laboratory information system. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation- a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. The investigation included a review of customer complaints received to-date to determine if others have experienced the issue encountered by this customer. Review of this data did not identify any problematic complaint activity related to the issue. A retained lot was used for the investigation. Performance was evaluated using panels with known concentrations of troponin-I. This panel was used as representative of patient specimens. The panel was within specification. The results obtained demonstrate that the assay can accurately detect known concentrations of troponin-I. A specific cause for the issue observed by the customer was not identified. This issue observed by the customer is addressed in product labeling. The investigation determined that the product is performing as intended and meeting safety, effectiveness and label claims. In conclusion, based upon the results of this investigation, the architect troponin-I reagent lot 31271un09 performing acceptably with respect to the customer's issue. The investigation did not identify any product deficiency or additional issues. This is the final report.